Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052767. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima prn bl 22ga x 0.75in safety shield activation failed. Date: (B)(6) 2024. Description of facts, circumstances and means used: after placing the intima on the patient, the safety guide containing the canula did not lock into place and the canula came out completely (this event occurred twice in the morning). This concerns blue intima, i.e. 22ga. Frequency: 4-probable (1 to 4 times a month). Description of consequences: risk of aes. The device was not kept by the care team.